Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation on the right side. It was also reported that the patient was experiencing increased pain since the leads had migrated. The patient underwent a revision procedure wherein a lead was replaced. The patient was doing well postoperatively.